Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803-56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported dull blades experienced during surgery. The procedure were completed with alternate knives and no pt impact.